Event description:
The reporter indicated that a 12.1mm, vticm5_12.1,-9.5/+1.5/068, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted and later replaced on the same day with a longer length lens due to low vault with rotation. It was reported that the problem resolved. " no rotation of the toric icl, but still no vault" was reported for status of the eye (signs/symptoms). Cause of event was unknown.

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaints were found. Claim # (B)(4).